Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of possible temporary vent blockage from the reservoir. The customer's blood glucose reading was 97 mg/dl. The customer stated that he had problems while changing his infusion set. The customer stated that as soon as he placed the reservoir in the pump, he saw drips. The customer stated that there are drips even after releasing the act button. The customer stated that the set change resolved the issue. The customer declined to troubleshoot for air bubbles.